Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. (B)(4).